Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call concern regarding their insulin pump due to continuing high blood glucose levels. The customer was assisted with troubleshooting for the high readings. The customer's blood glucose level was 346mg/dl during the incident. The customer had symptoms of thirst and sluggish. The customer treated with the insulin pump. Customer's blood glucose value was 315mg/dl at the time of the call. The customer wished to check for presence of leaks or air bubbles. The customer stated that there were gaps in the tubing. Troubleshooting for air bubbles was performed. There were air bubbles close to the reservoir. The customer stated that they allowed for insulin to warm to room temperature. The customer was advised to disconnect from the infusion set from at the quick release and slowly push on the plunger to remove air bubbles. The air bubbles were not removed. The customer was advised to change the set. The customer declined to troubleshoot further for the high blood glucose. No product will be returned for analysis.